Event description:
The mitral valve was removed due to endocarditis and replaced. The surgeon stated that the patient had a strep infection and also noted the valve leaflets were covered with vegetation at explant.